Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches and migraines. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches and migraines. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The remstar auto was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the device had no visible sound abatement foam degradation. The service center did note missing sd card cover, missing air inlet filter, missing one non-slip pad, flip lid seal had unknown dark contamination on it, and dust-like contamination throughout the device. In conclusion, the root cause of the alleged headaches and migraines are not confirmed at this time.